Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p58f5p. Device analysis : the analysis results showed that one gst60b cartridge reload was returned unfired with 3 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when was the "silver cartridge cover was protruded from reloads main shape " found? Was this issue identified when the cartridge reload was being loaded into the device? Or when the cartridge reload was being removed from the device? Or did this occur during the firing of the device? If this did occur during the firing, did any piece or pieces fall into the patient? If yes, were they removed? If yes, are they being returned with the device for analysis? Was there any patient consequence as a result of the event? Response: or nurse reported that she found it just after had picked it up from reload package. They didn¿t use it anymore and reported it to us.

Event description:
Silver cartridge cover was protruded from reloads main shape.